Event description:
It was reported that caller experienced tandem mobi cartridge alarm 30 during cartridge load process despite following mobile app prompts, and caller could not reload original cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to remove cartridge from pump and deliver 9-unit bolus, which completed successfully, and later caller successfully loaded cartridge, resumed insulin therapy, and issue was resolved.